Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was 280 mg/dl at the time of incident. Customer reported that the insulin pump show no delivery alarm. Customer reported that they did not remove the no delivery message on the insulin pump even after pressing esc and act button. Customer already removed and replaced battery and still the same issue. Customer reported that the time clock was advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).